Event description:
The event is reported as: "complaint alleges that the cuff would not fully inflate." No pt injury reported.

Manufacturer narrative:
Device sample has not been returned to manufacturer at time of this report. Per device history report (DHR), investigation did not show issues related to this complaint.